Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving gablofen 2000 mcg/ml at 896 mcg/day via an implantable infusion pump. The pump indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient presented to the hospital with signs of increased spasticity and the hcp was suspecting that the pump was flipping in the pocket. The event date was reported to be approximately (B)(6) 2015. Diagnostic/troubleshooting included interrogating the pump. On (B)(6) 2015, the catheter was replaced and the pump was surgically repositioned and secured. The patient's muscle tone in the abdomen was deteriorating, causing the pump to be less secure. The patient's status was the time of report was alive - no injury.